Event description:
Report received from an abbott int'l affiliate which describes a chemotherapy leak from the filter and delayed treatment by 60 minutes. The chemo leaked onto the pt. The pt found white powder on the arm when pt awoke in the a.m. Pt reports leaving the white powder and coming into the cancer center to be assessed by an rn. The rn found a white powder substance on pt's arm and clothing, which appeared to originate on the filter of the tubing. The facility's chemo protocol was followed. Although requested, no add'l info was provided.